Manufacturer narrative:
Device received with cracked battery tube threads, stripped battery cap coin slot and minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm noted. Pump passed self test no missing segments noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratched making tilt of screen to see. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had random no delivery alarms, difficult to screw battery cap, multiple alarms in history. The insulin pump will not be returned for analysis.